Event description:
A peritoneal dialysis (pd) nurse (B)(6) contacted (B)(6) customer service to report that the patient (B)(6) had an allergic reaction after using the paper tape for the first time. The tape irritated the patient's skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).